Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The following are possible factors. It is possible that the stent may have migrated into the target site due to factors such as being pushed too far into the target site due to the shape of the insertion portion of the endoscope or the condition of the target site when the stent was placed. Because the stent flap was clamped with forceps elevator, the flap on the posterior side (duodenal side) did not rise sufficiently during deployment. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the stent had strayed into the bile duct, including the flap section. The procedure was not completed, and the operation was aborted because it was judged to be impossible to retrieve. The patient's condition has not changed since then. Additional information received that the patient's condition has been told to be stable. The stent has been left indwell in the patient's body, and there was no prospect of its retrieval. There were no further reports of patient harm.

Manufacturer narrative:
E1-facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.